Manufacturer narrative:
H3 other text : device not returned.

Event description:
The manufacturer received information alleging a ventilator failed. There was no harm or injury reported. The device has not yet been received by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.